Event description:
It was reported that patient heard an alert and went to the hospital. The right ventricular lead had triggered a lead integrity alert. High impedance, failure to capture, noise, and a fracture were noted. The lead was not able to be extracted to do adhesion of the svc coil. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, there were 1508 ventricular sic counts and episodes with evidence of lead noise oversensing. Analysis of the device memory indicated the right ventricular lead integrity alert. A rv lead integrity warning occurred on (B)(6) 2015 for sic >= 30 in 3 days and 2 or more non-sustained high rate episodes. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2015, rv pacing impedance spiked to 4047 ohms up from a trend in the 300-400 ohm range.